Event description:
It was reported that following a procedure with the flow diverter in a clinical trial, the patient experienced intermittent episodes of left arm numbness which started and stopped on the same day. Imaging on the day after event onset showed no evidence of acute abnormality involving the major cervical or intracranial arteries. MRI of cervical spine was normal. Patient was kept in hospital for observation and medication was administered (oral cyclobenzaparine 10 mg tid). The event was reported as resolved. Cec assessed the event as possibly related to other stryker devices (subject synchro 2 standard guide wire, axs catalyst 5 catheter, excelsior xt-27 micro catheter), procedure, disease under study, and underlying condition or disease. The investigator also included transient ischemic attack of uncertain etiology as the cause of the event. It was also reported that the patient experienced transient left sided vision loss as a result of baseline headache / migraine disorder. Imaging on the day after event onset showed no acute infarct or abnormal enhancement. Patient was kept in hospital for observation and medication was administered (oral acetaminophen, 650 mg prn). The event was reported as resolved. The cec assessed the event as possibly related to the flow diverter, other stryker devices (subject synchro 2 standard guide wire, axs catalyst 5 catheter, excelsior xt-27 micro catheter), procedure, dual antiplatelet therapy and disease under study. No further information is available.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the patient had left arm numbness and left sided vision loss post procedure with the subject guidewire. Furthermore the imr (designated cec member) comments included transient ischemic attack of uncertain etiology per the investigator. Per the pi, the cause is unknown. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Manufacturer narrative:
This is 1 of 4 reports. Device is not available to manufacturer.

Event description:
It was reported that following a procedure with the flow diverter in a clinical trial, the patient experienced intermittent episodes of left arm numbness which started and stopped on the same day. Imaging on the day after event onset showed no evidence of acute abnormality involving the major cervical or intracranial arteries. MRI of cervical spine was normal. Patient was kept in hospital for observation and medication was administered (oral cyclobenzaprine 10 mg tid). The event was reported as resolved. Cec assessed the event as possibly related to other stryker devices (subject synchro 2 standard guide wire, axs catalyst 5 catheter, excelsior xt-27 micro catheter), procedure, disease under study, and underlying condition or disease. The investigator also included transient ischemic attack of uncertain etiology as the cause of the event. It was also reported that the patient experienced transient left sided vision loss as a result of baseline headache / migraine disorder. Imaging on the day after event onset showed no acute infarct or abnormal enhancement. Patient was kept in hospital for observation and medication was administered (oral acetaminophen, 650 mg prn). The event was reported as resolved. The cec assessed the event as possibly related to the flow diverter, other stryker devices (subject synchro 2 standard guide wire, axs catalyst 5 catheter, excelsior xt-27 micro catheter), procedure, dual antiplatelet therapy and disease under study. No further information is available.